Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia and was hospitalized on (B)(6) 2020 with the blood glucose level of over 600 mg/dl. Customer was treated with intravenous insulin drip and manual injections. Customer alleged insulin pump for the possible under delivery because insulin pump was registering blood glucose 122 mg/dl while the finger stick reading was over 600 mg/dl. Customer was in intensive care unit. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of event. Insulin pump and reservoir will not be returned for analysis.